Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned products identified item 42518200812 still assembled to item 42538000801 with item 42518200812 showing signs of being implanted and wear. Foreign material is still on items 42538000801 and 42558000701. Review of the device history record identified no deviations or anomalies during manufacturing. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: (B)(4) partial articular surface left medial size h 12 mm thickness lot# 63442405 MDR: 0001825034-2021-01294. (B)(4) partial tibial cemented size h left medial lot# 64039040t MDR: 0001825034-2021-01297.

Event description:
It was reported patient underwent a left partial knee procedure. Subsequently, patient alleges extreme pain and swelling approximately two years after implantation. It is reported from the patient the they underwent revision surgery 1 year, 9 months after initial procedure